Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence, urge incontinence, and urgency frequency. It was reported that the patient's trial began on (B)(6) 2025. It was reported that the patient accidentally cut off the wire/lead when they were cutting off the tape. It was also reported that there was a communication issue between the controller and ens and the patient was unable to communicate/connect to the controller. Troubleshooting was attempted where patient was asked to access the mytherapy application but they were getting a message "connection lost" and noted seeing a message noting "the therapy/lead not connected." The cause of the issue was not known. The patient was advised to call their doctor and have them know about the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.